Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial enlite sensor. Unable to confirm insertion complaint due to customer returned sensor only. No insertion needle. Also found sensor cannula is broken. Broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
The customer reported via phone call that they experienced bent sensor cannula. The customer's blood glucose value was 115 mg/dl. The customer stated that his sensor did not go in correctly. The customer stated that it had bent on insertion and caused pain. The customer stated that he was not laying flat on his body during insertion. The product was returned for analysis.